Event description:
The customer stated that when she opened a new carton of test strips, she found the cap on one of the bottles was broken and open. She also mentioned that some of the test strips were loose inside the carton. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.